Manufacturer narrative:
Aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed. The patient had an anatomical presence of two lobes of the laa: a large primary lobe and an infero-posterior secondary lobe. The infero-posterior lobe was not well visualized on pre-procedure transesophageal echocardiogram (tee) imaging. The two lobes of the laa were demonstrated with angiography prior to laa device implantation. The two lobes of the laa were closed utilizing two watchman flx laa closure devices: 35mm and 20mm for primary and secondary lobes, respectively. A sequential deployment was performed. At the four-week follow-up computed tomography (CT) heart scan, the two devices were well seated, but a visible gap was noted in the superior aspect of the 20mm device landing zone up to 6.7 mm in the axial plane and 5.5 mm in the coronal plane. Following interdisciplinary discussions, the decision was made to proceed with occlusion of the peri device leak utilizing a non-boston scientific vascular plug. The patient was brought to cath lab and with the help of in lab tee and fluoroscopic guidance, the peri device leak was visualized and closed with a 12mm vascular plug. One month CT heart scan showed no significant residual leak with well positioned devices, with no procedural complications. The patient continued to do well on the 10-month follow-up.